Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device was damaged. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: outer tube damaged, needle. Outer tube dent(s). Outer tube damaged, distal tip distal tip damaged. High voltage flashover from electrode keel loose/raised. Outer tube body / light post sidearm damaged. Illumination. Distal tip fiber damaged. Low fiber transmission. Particulate in ocular. Distal cover glass/negative damaged. Image error, on camera. Image cloudy/blurred. Minor scratches on the unit. The parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The user error was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via email that the distal end of the hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) was damaged. During in-house engineering evaluation, it was determined that there were particulates in the ocular that the image was cloudy/blurred on the device. There was no procedure nor patient involvement reported. No additional information was provided.